Event description:
It was reported when using the bd vacutainer® serum blood collection tubes there was abnormal white additive form in an unspecified number of devices. There were no health consequences or impacts reported.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® serum blood collection tubes there was abnormal white additive form in an unspecified number of devices. There were no health consequences or impacts reported.

Manufacturer narrative:
Investigation summary bd received 1 photo for investigation. The photo was reviewed and the indicated failure mode of additive abnormality was not observed. Additionally, 30 retention samples from bd inventory were evaluated by visual examination and the issue of additive abnormality was observed. Based on the faq for product catalog# 367815 located on our website for bd vacutainer plus plastic serum, tubes are coated with silicone and micronized silica particles to accelerate clotting. A silicone coating reduces adherence of red cells to tube walls. The silica coating can sometimes cause the inner tube wall to appear cloudy and/or filmy. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode additive abnormality. Bd was not able to identify an exact root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.